Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 5104174, model/catalog description: linear st lead kit 50 cm. Model number/catalog number: sc-1132, serial number: (B)(4), batch/lot number: 204015, model/catalog description: precision spectra ipg kit. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient had inadequate stimulation due to lead migration. The patient underwent a replacement procedure and was doing well postoperatively.